Event description:
Account reports that they have seen discrepant potassium values when compared to another analyzer. The incorrect results have not been used to guide patient therapy. The field service representative repaired the instrument by cleaning the ise valves.